Event description:
As reported to coloplast though not verified, pt was implanted with restorelle a trap and omnisure mesh. Later the pt experienced abdominal, vaginal, left/right buttock, right low quadrant and constricted, obstruction kinked ureterovesical junction pain. The pt also experienced voiding difficulty, distention, cramps, unable to empty, urgency with walking, bloating, bladder spasms, pink tinged discharge, frequency, intense bladder pressure, incontinence, painful blockage/prickling with catheterization, right side tenderness, nocturia, bleeding tightness, heaviness and infection. A mesh revision and loosening of the anterior repair were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.